Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3.1 cubie drawer was not pull out all the way. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 3.1 was failed. A field service engineer identified that main half height sub drawer 3.1 had a missing bumper and ball bearing migration, which caused rail failure and allowed the drawer to slide out excessively, rendering it inoperable, replaced the drawer and properly configured it in space configuration mode, verified that the drawer and all pockets were responsive and performed final testing. The customer successfully recovered and completed inventory on main half height drawer 3.1. The system functioned as intended after the field service engineer repaired the device.